Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that following a stenting treatment procedure, patient expired. The 3.5x20mm, 80% stenosed target lesion was located in the left anterior descending (lad) artery. The lesion was pre-dilated and the 3.5x28mm promus element stent was implanted resulting in 0% residual stenosis. The patient was discharged on (B)(6) 2009 on aspirin and clopidogrel in (B)(6) 2009, the patient experienced cardiac arrest in his home. The patient was transferred to emergency department and treated with intubation. An estimated 45 min of downtime was determined before the patient reached the ed. The patient expired.